Event description:
It was reported that on (B)(6)2023 during an unknown procedure tfna 130 aiming arm and insertion handle not lining up with the nail. Wires and stepped drill kept not hitting the nail. Everything was triple checked and still having the same issue. Had to replace stepped drill because of it. This complaint involves six (6) devices. This report is for one (1) tfna fem nail ø10 r 130° l380 timo15. This is report 3 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3/h6: device history lot part # 04.037.058s synthes lot # h746951 supplier lot # n/a release to warehouse date: (B)(6)2018 manufactured by: synthes monument no ncrs were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.